Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2023. The patient was no feeling good and a CT scan was done. There was overdrainage even in the highest setting, therefore the valve was explanted on (B)(6) 2023.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected: no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheters were irrigated no occlusions noted. Root cause - no root cause could be determined for the programing issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no over drainage issues were noted.